Manufacturer narrative:
On 20 february 2016 we became aware that this report was submitted using the test server. The original submission to the test server was made on day 28. Reference the acknowledgement for this submission on 20 february 2016 with core ID:(B)(4).

Manufacturer narrative:
The device is not expected to return for investigation. The lot number was not provided, so a search of the device history record and the complained database could not be performed. If the device is returned in the future, this investigation will be reopened and a follow up submitted.

Event description:
The account reported a patient required resuscitation. The cause is attributed to inadvertent injection of air into a coronary artery. The air entered the drug-filled syringe through the merit device which was not fully tightened during the procedure. This occurred while aspirating fluid from the drug injection port. The customer stated that this caused a heart attack. The patient was successfully resuscitated.